Event description:
It was reported that the customer's pump had a full segment display instructed nurse to remove the pump and to resume to manual injections. The nurse called back and reported that the customer was hospitalized due to high bgs and abdominal pain.